Event description:
A territory manager contacted zoll customer support after speaking with a (B)(6) female patient's nurse to report that the patient believed she was treated by the device. The territory manager also reported that the monitor would not power on. At the time of the alleged treatment the patient was using monitor sn (B)(4) and electrode belt sn (B)(4). While fitting the patient with a replacement monitor (sn (B)(4)), a patient service representative reported adjust belt messages. The patient was issued a replacement monitor and electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was unable to be confirmed. As received, the monitor failed a pulse test. The cause of the pulse test failure was isolated to a shorted q10 on the defibrillator board. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective monitors or electrode belt. The patient received a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient treated) was unable to be confirmed. Review of the device's flag files revealed the patient did not experience a treatment. The reported problem (will not power on) has been confirmed. As received the monitor would not power on. Upon investigation there were several defective components on ca board (B)(4). U1003, u500, u605 and u600 were shorted. F600 was open and there was thermal damage to r684 and r686. The defective components prevented the monitor from powering on. The root cause for the defective components was unable to be positively determined. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated) was unable to be confirmed. Review of the device's flag files revealed the patient did not experience a treatment. Upon receipt the electrode belt failed incoming testing. The cause has yet to be positively determined. A root cause investigation is underway. A supplemental report will be submitted upon completion. Monitor (B)(4): 04/2013; monitor (B)(4): 05/2011; electrode belt (B)(4): 03/2012.